Event description:
The user facility reported that during a percutaneous coronary intervention (pci) procedure, the angio-seal vascular closure device was selected for use. A pre-deployment angiogram was performed, and a 6 french sheath was in place. The puncture site was located proximal to the inguinal ligament in the right common femoral artery, and the vessel diameter was 9 millimeters. Due to severe arterial calcification, the device assembly was difficult to insert, resulting in a kink at the tip of the locator. As a result, the device was not deployed. Manual compression was applied to achieve hemostasis, which was successfully achieved. The estimated blood loss was less than 250 cubic centimeters. The event occurred intra-procedurally. No additional equipment or devices were used in conjunction with the angio-seal device. The reported incident did not result in patient injury or require medical or surgical intervention.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return; therefore, an evaluation of the device could not be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. As it was reported that calcification was present, it is likely that during insertion of the components into the patient a kink was formed, however, this was unable to be confirmed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).